Event description:
The rptr stated that he had done a blood glucose test at home, and thirty minutes later went for a lab comparison test. He reported that his meter result was 98 mg/dl, and the lab test (venous) result was 208 mg/dl. He had fasted for the tests. He stated that he did not have any symptoms. The rptr said that he had done control testing that was out of range, but did not give specific info on the tests. He said that he has not been checking the test strip confirmation dot or using the color chart.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8